Manufacturer narrative:
Concomitant medical products: product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication, it was noted the patient hasn't been recently implanted or had a revision and they used the antenna. The antenna was secured, this did not resolve the issue. The patient plans to follow up with healthcare professional (hcp) if replacement patient programmer does not resolve the poor communication. Patient noticed on (B)(6) therapy was not working for him. The patient noted he is not sure if the battery is even working anymore, he has ignored it for a while. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.